Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During the procedure, the catheter was difficult to irrigate, and it was difficult to stretch the basket. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During the procedure, the catheter was difficult to flush, and it was difficult to stretch the basket. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.